Event description:
Customer reported the device failed preventive maintenance. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/09/2018 to the present date 10/1/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200275843 for test failure - out of range which does not correlate to the customer reported issue.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported the device failed preventive maintenance. It was reported there was no patient involvement.